Event description:
Caller reported blood glucose results of 212 mg/dl, 88 mg/dl, 127 mg/dl, 131 mg/dl, and 80 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the strips, replacement was sent.